Event description:
It was reported that during a laparoscopic oophorectomy procedure, one of the balloons was burst and water leaked from the other one of balloons. Water could not be injected into the other one with the syringe. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the devices were washed with normal saline before use for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The device (a) returned had a cut in the balloon, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. A batch record review was performed and no anomalies were noted during the manufacturing process. The device (b) returned had a leak at the adhesive joint. We have implemented changes in our manufacturing process to reduce this failure mode. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. A batch record review was performed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j4112k; expiration date: 12/2013; manufacturing date: 01/2012. The returned device (c) was found to be fully functional. Be sure that the syringe is properly seated in the inflation tube to inflate the balloon. The devices are tested twice during production, first after tip assembly and again prior to packaging for shipment. A batch record review was performed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j4112k; expiration date: 12/2013; manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? --- intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.